Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician repositioned the pocket and replaced the ipg due to suspected malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The ipg was returned and analyzed. The device passed dc/current leakage tests, and no discrepancies were identified. There was no reason to believe that the ipg was the source of the complaint.

Event description:
A report was received that the patient underwent a pocket revision due to pain at the pocket site. The physician repositioned the pocket and replaced the ipg due to suspected malfunction. The patient was reportedly doing well following the procedure.